Event description:
Our daughter was placed on the trilogy 100 ventilator made by philips, about a year ago. We had no problems with either of them. We had 2, one on her wheelchair and the other at her bed. Then vents were changed out in (B)(6) 2016 to be serviced. The new vent stopped working and failed to alarm on (B)(6) 2016. Our daughter was killed by the failure of this vent. The serial number was very close to the recalled serial numbers from a previous recall. The police and coroner actually let a philips employee read the sim card from the vent! Our daughter was born with a neuro muscular disease that required her to be ventilated at (B)(6) and for the rest of her life. We have used many different kinds of vents in our home over that last 26 years. All of them failed at one time or another, but they never failed to alarm. This vent didn't even alarm. And philips reply to this, there is an acceptable percentage of deaths when using their life-saving device! There is no much disclaimer on the vent itself or in the pamphlet we received.